Manufacturer narrative:
The a/c adaptor has not been returned to the manufacturer. The patient was sent a replacement adaptor. An investigation will be performed but has not yet begun.

Event description:
The member alleged the charger melted and started a small fire in his bathroom.